Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated calcium result generated on the alinity c processing module for a patient sample. The following data was provided (reference range 8.4 to 10.2 mg/dl): sample ID (B)(6) initial result = 14.31 mg/dl, repeat = 9.49 mg/dl no impact to patient management was reported.

Manufacturer narrative:
Update: section d4 - expiration date updated from blank to 9/23/2023, and h4 - device mfg date updated from blank to 8/8/2022 . The complaint investigation for falsely elevated alinity c calcium results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Return testing was not completed as returns were not available. Troubleshooting of the alinity c processing module, serial number ac05019, was performed which included washing the cuvettes with detergent a. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket search by lot indicates the reagent lot is performing as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 66942un22 and complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency was identified for the alinity c calcium reagent lot 66942un22.

Event description:
The customer observed a falsely elevated calcium result generated on the alinity c processing module for a patient sample. The following data was provided (reference range 8.4 to 10.2 mg/dl): sample ID (B)(6) initial result = 14.31 mg/dl, repeat = 9.49 mg/dl no impact to patient management was reported.